Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that a knife blade was dull upon opening the package. It is currently unk if there was any surgical or pt impact.